Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update 02/10/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, there was no new information that would affect the existing MDR investigation. The complaint was updated on: 03/01/2017.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Litigation papers allege pain and lack of mobility, and metal poisoning. Doi: (B)(6) 2009 (B)(4); dor: none reported (left hip). Patient is a resident of (B)(6). Update: (B)(6) 2012 (B)(4); plaintiff fact sheet was received. Product/lot has been identified. The complaint and MDR was updated. There is no new information that would change the outcome of the investigation.